Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm, replace battery now alarm, power loss alarm or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power off and blank display. The customer's blood glucose was 367mg/dl at the time of incident and currently 177mg/dl. Trouble shooting was performed after two battery replacements display is blank. A new battery was inserted and the display did not return after the insulin pump restarted. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. Customer decline to trouble shoot for the high blood glucose as she knows the reason for having elevated blood glucose. The device will be returned for analysis.